Manufacturer narrative:
Reported event: an event regarding fractured alignment lugs involving a patient specific distal femur was reported. The event was confirmed by photographs. Method and results: product evaluation and results: a picture of explanted bolts and alignment lugs of pin 16022 were received. Visual inspection of the picture confirmed that both the 2 bolts and 2 alignment lugs fractured. Clinician review: the x-rays and photo image provided show that the proximal and distal parts of the implant have disengaged, and the retrieved screws have broken. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2011 with no reported discrepancies. Complaint history review: there have been no other similar events. Conclusions: an event regarding fractured alignment lugs involving a patient specific distal femur was reported. The event was confirmed by photographs. The exact cause of the event could not be determined because further information such as retrieval analysis and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
As reported by the surgeon for the patient's right femur: "we have implanted this body section in 2011. Connection between the 2 implants failed without trauma. With some break not only in bolts but also in the intricate mechanism (see small metal pieces).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by the surgeon for the patient's right femur: "we have implanted this body section in 2011. Connection between the 2 implants failed without trauma. With some break not only in bolts but also in the intricate mechanism (see small metal pieces).